Event description:
One dermis bag had a breach at the seal (heat seal).

Manufacturer narrative:
It was reported that there was "no impact to anyone or anything related to the bag seal breaches. These bags were part of medline tissue recovery kits produced and used at recovery agencies to transfer tissue in. Once tissues were delivered to evergen in alachua fl and the tissues were reviewed and swabbed individually, the seal failures were noticed at that time. Tissues were simply transferred into intact bags and the tissues were able to be used per procedure. These were intended to be notifications to medline for trending, but we did not expect a full investigation into the impact." There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.